Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported by a physician that between (B)(6) 2025 and (B)(6) 2026, they had observed that in 4 cases, the patients had experienced pelvic inflammatory disease after a novasure procedure. The patient outcomes were favorable and only 1 case had remained with pain but could be linked to adenomyosis. The cases were managed with vaginal drainage of abscesses and antibiotics. No malfunction of any devices reported by the physician. Patients were doing well. No other information available and the lot numbers were not provided either.